Event description:
Customer requested assistance in investigating a report that a channel completed an infusion sooner than expected. Reportedly the pt was on a milrinone drip at 0.25mcg/kg/min (7.2ml/hr). A 100ml bag was hung at 1933 on (B)(6). At 0245 the device alarmed for "fluid side empty"; the device indicated that the vtbi was 49.5 ml however the IV bag was empty. The infusion completed in 7 hours and 13 minutes, when it actually should have taken 13.9 hours to infuse. There was no report of pt harm or medical intervention. Although requested, no further pt or event information was provided.

Manufacturer narrative:
(B)(4). The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.